Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system had no issues running either scouts or spins. Logs were checked and showed no errors. It was found that the system had been run for 1.5 hours on morning of the event with no incident a few hours before the failure complaint. Logs were reviewed with the site to understand why certain actions occurred, but could not reproduce the error. The image data communication, image acquisition (ias) computer and hand switch functions and umbilical connections were checked. No problem found with the system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system was unable to take exposures at all and needs service. The site was unable to perform 2d or 3d scans. No patient involved.